Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient experienced acute shooting pain and stated they could barely walk or had difficulty walking. It was noted the patient¿s device had been adjusted either the week before or a little more than a week prior to report. It was stated the patient thought there was ¿something wrong¿ with the device and they had been having ¿far more pain,¿ pain in new places, and they were turning it up. Reportedly, the patient stated their device needed to be ¿put back where it was,¿ because it was fine for a year but at the time of report, they could barely walk. It was noted the patient¿s device was originally implanted for leg and back pain and then the patient started having right hip pain so they added a program c on their device and readjusted it to try to cover the pain. It was stated the patient¿s doctor said there wasn¿t a problem with the device. The patient reportedly turned their device back to program b because there was way too much pain and it shot down to their knees, but at the time of report, they were still on b and their back pain was back to where it was when they had the device installed. It was noted the patient thought there might have been a ¿wire default¿ when they went in to be reprogrammed and they were having more pain which was shooting down their legs. The patient stated they didn¿t want to turn their program to their legs because their back pain was more intolerable. It was reported the patient turned their stimulation up but if they turned it up too much it was ¿like spiking¿ and they were shocked when they coughed, went to the bathroom or things like that. It was noted the patient¿s stimulation was normally at 0.7 volts and they had turned it up to 2.0 volts and it was uncomfortable. The patient stated they still had so much pain and the pain shooting down her right side was so incapacitating they had fallen twice and they stated that was what was happening before they had the device implanted. It was reported the patient clarified they were using adaptive stimulation on program b, upright, at 2 volts. The patient stated the shooting pains were random but occurred always while standing and the night prior to report, they happened twice while the patient was standing and pouring water and their right leg completely gave out. It was stated it happened the morning of report as well and they had had stabbing pains before the implant. It was reported the patient turned their stimulation off, checked to see that all 3 programs only had one setting, turned the program b setting down to 0 volts then turned their stimulation back on. The patient slowly increased their stimulation and stated they could feel it at 0.75 volts in sitting and standing position. It was reported when the patient went in with their right hip pain complaint the doctor took and x-ray and stated the patient probably needed rehabilitation. It was stated when they created the patient¿s program c, the patient was fine while sitting in the room and it made the hip pain go away but once they got home and were walking around the back pain was back and they couldn¿t deal with it, so they switched back to program b. At the time of report, it was stated the patient was set to 0.75 volts on program b and their back was comfortable but they weren¿t walking around. The patient stated their back pain was present whether they were sitting, walking, laying down or asleep. It was noted the patient was going to start aqua rehabilitation on (B)(6) 2013 to help with the hip pain. It was stated the patient felt a whole lot better because they could check the settings and they would walk around and see how they felt. The patient stated they knew how the device worked, and was happy with it and thought it needed to be tweaked. It was later reported there was no known cause of the event and the issue was not resolved. It was stated no intervention was needed and the patient was still getting good stimulation to chronic pain areas. It was noted the patient¿s hip pain was a new pain that the stimulation was not having any effect on and minor reprogramming was done at the appointment on (B)(6) 2013.